Event description:
The customer reported that the system intermittently would display an x-rays disabled error message which would result I a loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.